Event description:
It was reported that there was no telemetry with the patient programmer, clinician programmer, and recharger. All showed to reposition and try to find the device. It was also reported that the patient had no stimulation sensation. Both issues occurred following a fall a week and half ago. The patient fell backward onto some steps, hitting the implantable neurostimulator. For a few days after the fall, the patient had stimulation, although it was noted that the battery depleted faster. After that, the stimulation was gone altogether. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).